Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium heparin had poor separator movement. No serious injury or medical intervention was reported. Verbatim: "material no. 362753 batch no. Unknown. It was reported that there is poor separation with the naheparin cpt tube. Cpt tubes - 362753 - using very often to separate for white bc, (some have more and some have less) after spin, rb are not moved down to bottom of tubes, sitting half way into stopper (between rmc and serum) impossible to purify wbc - why might this happen? If pt comes again same issue was encountered. Rare but as been happening once every two weeks. Sometimes three spun from different pts and one is fine but others are showing this issue. She states that she is getting poor separation with the naheparin cpt tube. Randomly when she draws 3 tubes on the same patient, 1 out of 3 will not separate correctly. She also stated that the phlebotomists do not always have cpt tubes, and draw blood into nacitrate tubes and then when these tubes are received in the lab, the cpt tubes are opened and the contents of the nacitrate tubes are poured into the cpt tubes. I sent a lead email to tom briggs. We are using at least 10 cpt tubes a week. Majority of separations are good. We often spin several patients in the same run. Each patient having 2 tubes. So if both tubes of one person fail, while the rest of the tubes of other patients are fine ¿ the problem is clearly not with the lot of the tubes. In a couple of cases, patient, who¿s blood failed to separate came for the second time, and his blood failed to separate again. One such case is highlighted in bold below. Current tubes are ref 362753, lot 8243899. Last failed separation was on (B)(6) 2019 (B)(4). Previous recent incidents: (B)(6) 2019 (B)(4); (B)(6) 2018 (B)(4); (B)(6) 2018 (B)(4); (B)(6) 2018 (B)(4); (B)(6) 2018 (B)(4); (B)(6) 2018 (B)(4); (B)(6) 2018 (B)(4). We do not have records of the past lots. We did not save the tubes, but we can do it next time. We are nor able to disclose patient¿s info, but we are looking at your questions about gender, weight, ethnicity etc, and we will examine those parameters to see if there is any pattern. Until now we spun at 1650 rcf (the middle of the suggested range) for 20 minutes at rt. At the advise of thomas briggs we now increased the spin to 1800 rcf and time to 30 min."

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium heparin had poor separator movement. No serious injury or medical intervention was reported. Verbatim: "material no. 362753 batch no. Unknown. It was reported that there is poor separation with the naheparin cpt tube. Cpt tubes - (B)(4)- using very often to separate for white bc, (some have more and some have less) after spin, rb are not moved down to bottom of tubes, sitting half way into stopper (between rmc and serum) impossible to purify wbc - why might this happen? If pt comes again same issue was encountered. Rare but as been happening once every two weeks. Sometimes three spun from different pts and one is fine but others are showing this issue. She states that she is getting poor separation with the naheparin cpt tube. Randomly when she draws 3 tubes on the same patient, 1 out of 3 will not separate correctly. She also stated that the phlebotomists do not always have cpt tubes, and draw blood into nacitrate tubes and then when these tubes are received in the lab, the cpt tubes are opened and the contents of the nacitrate tubes are poured into the cpt tubes. I sent a lead email to tom briggs. We are using at least 10 cpt tubes a week. Majority of separations are good. We often spin several patients in the same run. Each patient having 2 tubes. So if both tubes of one person fail, while the rest of the tubes of other patients are fine ¿ the problem is clearly not with the lot of the tubes. In a couple of cases, patient, who¿s blood failed to separate came for the second time, and his blood failed to separate again. One such case is highlighted in bold below. Current tubes are (B)(4), lot 8243899. Last failed separation was on (B)(6) 2019 (B)(6). Previous recent incidents: (B)(6). We do not have records of the past lots. We did not save the tubes, but we can do it next time. We are nor able to disclose patient¿s info, but we are looking at your questions about gender, weight, ethnicity etc, and we will examine those parameters to see if there is any pattern. Until now we spun at 1650 rcf (the middle of the suggested range) for 20 minutes at rt. At the advise of thomas briggs we now increased the spin to 1800 rcf and time to 30 min."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA to identify the potential root cause(s). CAPA 373360. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.